Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastronintestinal/pelvice floor. It was reported that that device was not working and that the patient did not know how to use it. It was further started by healthcare professional (hcp), they did not know if patient meant that the device did not help with their symptoms of if unit was defective. It was further reported that patient was unsure of a lot of things. No further complications were noted or anticipated.